Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. A review of the available records identified for approximately 1 year progressive complaints of reduced walking distance, pain at rest with the radiologically confirmed loosening of the femoral component on the right knee. Extensive granulations around the femur. The removal of adhesions and femoral components is loosened macroscopically. The patellar component was firmly anchored however it has contact fissures. Component removed and replaced. No complications noted during revision surgery. Visual evaluation of the returned implant shows signs of implantation. The stem has visible damage to the tapered end where the tip has been partially rounded off and it has a large ding on the collar. These damages might be due to the disassembling of the stem from the implant. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert, pain, loosening, and wear are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned implant shows signs of implantation. The stem implant has visible damage to the tapered end where the tip has been partially rounded off and it has a large ding on the collar. These damages might be due to the disassembling of the stem from the implant. Medical records and radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: for approximately 1 year progressive complaints of reduced walking distance, pain at rest with the radiologically confirmed loosening of the femoral component on the right knee. Extensive granulations around the femur. Removal of adhesions and femoral components is loosened macroscopically. The patellar component was firmly anchored however it has contact fissures. The wallaby component removed and replaced with the nexgen lcck system. No complications noted during revision surgery. Again, the patient was revised for fracture of the femoral stem. Pre-op notes state that the knee is permanently swollen, walking distance reduced, use of the assistive device. The patient fell several times in the past year, but no instability in the joint. Fracture of the femoral component in the area of the shaft cone visible on x-ray without evidence of a fracture, loosening, or lysis in the tibial component during the pre-op visit. Revision operative notes states femoral prosthesis stem fracture with inset rotating hinge, right knee joint, massive metallosis, synovitis, bursitis, and knee joint contracture. The patient was revised to modular rotational knee with femoral and tibial tmt cone augmentation with stem extension. Post revision office notes state the patient experienced occasional pain with a marked tendency for swelling. X-ray indicated no loosening and central course of the patella. Provided x-ray was reviewed and found following there is no misalignment was seen in the initial x-ray. Minimal angulation was seen at the femoral and stem junction in the pre-ops revision surgery. The device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Per package insert: wear is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial total knee arthroplasty. Subsequently, the patient was revised approximately 6 years post implantation due to bent end pin. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00597206541 60658374 all poly patella. 00598801014 60648415 stem extension straight. Nk916 nk916 x 2 51474765. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00322. 0001822565 - 2020 - 02284.

Event description:
It was reported patient was revised due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.